Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the control panel on generator. Control panel replaced. The system was tested and found to be working as intended. System was placed back into service.

Event description:
It was reported that the 7700 systems had intermittent boot problems and lock up. It was also reported that they would have to unplug system to shut off. No pt injury reported.